Event description:
It was reported via repair work order that the brakes could not hold due to a worn brake cam and worn brake ring. Side rail could not remain latched due to broken spindle spacer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The previous MDR was issued without the PMA/510(k)# included in it. This follow-up MDR includes the PMA/510(k)#.

Event description:
It was reported via repair work order that the brakes could not hold due to a worn brake cam and worn brake ring. Side rail could not remain latched due to broken spindle spacer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.